Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implant date: (B)(6) 2018; 5076-58 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.